Event description:
It was reported that the customer did not receive the amount of insulin she had programmed into her insulin pump based on her bolus history. The blood glucose reading was 236 mg/dl. The customer treated with a manual injection. She stated that she just changed the infusion set from a different box and wanted to see if that resolved the no delivery alarm she had received before troubleshooting. She advised that she would monitor the issue and call back if the issue persisted. Nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.